Event description:
It was reported to philips that the device ac power module gets hot and the cord caught on fire at the wall outlet. The customer is requesting that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.